Event description:
It was reported that the tubing detached while the device was attached to the patient. Follow up with the hospital indicated that there were no patient complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.